Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument's jaws would not open for the surgeon after being inserted into universal surgical manipulator (usm). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the customer opened and placed in the patient from the box during a gastric bypass procedure. Nothing was performed as the jaws would never open. A new vessel sealer was opened and the procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged c-style retaining ring on the grip ring. The retaining ring was found dislodged at the proximal end. This causes the jaws not to operate properly. The complaint was confirmed by failure analysis.